Manufacturer narrative:
The product was returned to biosense webster (bwi) for evaluation. Visual and dimensional inspections of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the sheath and the dilator. The dilator and a good known lab sample catheter were introduced through the sheath, and resistance was felt. No obstructions were detected. The dilator outer diameter was measured, and dimensions were found within specifications. The device history record (DHR) for lot number 50000177 and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. An internal corrective action has been opened to investigate this issue. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. During the case, they could not advance the octaray¿ catheter through the vizigo¿ sheath. Resistance was felt when trying to advance it. The bwi representative stated that the following troubleshooting steps were taken: they replaced the vizigo¿ sheath, but the issue was still there. Next, they replaced the octaray¿ catheter, but the problem continued. They replaced the octaray¿ catheter with a pentaray® catheter, but the issue was still there. The pentaray® catheter was not able to pass through the vizigo¿ sheath either. They then broke the valve of the vizigo¿ sheath with the octaray introducer and pulled back a little, and the issue was resolved. The biosense webster inc. (Bwi) representative stated this was the first octaray¿ catheter procedure after the software upgrade was completed. The case continued. Additional information was received on (B)(6) 2022, it was reported that after encountering the issues listed in the original complaint, they visualized all products involved for any visible defects and determined that the error was how the operator inserted the introducer into the vizigo¿ valve. The introducer was advanced as far as possible and this prohibited the splines from exiting into the sheath. Initially, they speculated that perhaps there was a sheath valve issue or possibly a distal tapering of the introducer itself. The bwi representative evaluated the vizigo¿ sheath and both multi-spline catheters off the sterile field and gained an understanding of the issue. They were able to move forward once they understood the issue, advancing the introducer just past the side port of the valve, and then advancing the multi-spline catheter solved the issue. All products involved in the case had no defects and there were no patient consequences at all including no blood loss. The hemostatic valve separation is MDR reportable. The resistance with sheath is not MDR reportable.